Event description:
Reporting status: death. Reporting rationale: snaring of dislodged stent; death. Device issue: stent dislodgement. It was reported that the patient had stents from the ostium to the distal rca from previous procedure(s). A large perforation occurred during deployment of another company's stent to treat a re-stenosis of one of the distal stents. A balloon was used in an attempt to seal the perforation while a graftmaster was being retrieved. The graftmaster was advanced, but could not get passed the most proximal stent and became hung up on a stent strut and dislodged. A snare device was used to pull the stent into the guide catheter and then it was removed together with the guide catheter. The patient was then urgently transferred to the cardiovascular or to attempt to seal the perforation. The patient died in the or. No additional event or patient information is available.